Event description:
It was reported that during a surgical procedure a screw fell out of the device on the scrub table. There were no adverse consequences or procedural delays as a result of the event.

Event description:
It was reported that during a surgical procedure a screw fell out of the device on the scrub table. There were no adverse consequences or procedural delays as a result of the event.